Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got a message that says bolus not delivered. The customer¿s blood glucose was unknown. Customer stated that they want to give them self a bolus, but did not get 1.3 units and blood glucose started rising. The device will not be returned for analysis.